Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
A getinge field service engineer (fse) verified autofill failure in logs. Reset safety disk and exercised solenoids. Performed a full function and calibration check. Verified proper autofill and device performance. Fse could not duplicate issue after repair. Cleared for use and returned to customer.